Manufacturer narrative:
Date sent: 07/17/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, a portion of the staples would not hold. The procedure was extended. Another device was used to complete the case.